Event description:
A malfunction on a pump was reported when the device ran out of battery and displayed an error after being charged. There was no reported impact on the customer's blood glucose level. The customer successfully reset the pump with the help of technical support, and the malfunction code did not reappear. The customer was advised to continue using the pump and contact support if any issues recur.